Event description:
Additional information added to the file as the product was returned for evaluation. Also a correction has been made to the part number.

Manufacturer narrative:
Additional information added to the file as the product was returned for evaluation. Also a correction has been made to the part number. The returned product was evaluated, based on the condition of the returned product and the information provided no conclusion can be drawn. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed.

Event description:
There was a revision surgery due to the loosening of plates and screws.